Event description:
This spontaneous case was reported by a health professional ((B)(6)) and describes the occurrence of device breakage ("metallic piece was present within the coils and had become detached from the extremity of the catheter when it was withdrawn by hand") in a female patient who received essure (batch no. A63349). The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient started essure. On (B)(6) 2013, the same day of starting essure, the patient experienced device breakage (seriousness criteria medically significant and clinically significant/intervention required) and complication of device insertion ("metallic piece was present within the coils and had become detached from the extremity of the catheter when it was withdrawn by hand"). The patient was treated with surgery (removal of device and manual ligation instead). Essure was withdrawn. At the time of the report, the device breakage and complication of device insertion had resolved. The reporter provided no causality assessment for device breakage and complication of device insertion with essure. Company causality comment: this spontaneous case report refers to a female patient who had an essure inserted and, during placement, a metallic piece was present within the coils and had become detached from the extremity of the catheter when it was withdrawn by hand. This event (seen as device breakage during insertion) is anticipated in the reference safety information for essure. During difficult insertions and removals, single cases of essure breakage have been reported. In this particular case, no difficulties were reported and, as this event occurred during the insertion procedure, causality was assessed as related. In addition, this case was regarded as incident since intervention was required. Product technical analysis and follow-up information are expected.

Manufacturer narrative:
On march 3, 2017, bayer received a cluster of essure complaint reports originating from the (B)(6), device vigilance database via legal proceedings. Following receipt, bayer consulted (B)(6) in order to obtain the relevant case reference number information. On march 24, 2017, (B)(6) provided the available corresponding case reference numbers to bayer. Upon receipt of this information bayer evaluated and processed the cluster of essure reports within the global safety database by april 12, 2017.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 03-mar-2017. The most recent information was received on 13-oct-2017. This spontaneous case was reported by an other health professional and describes the occurrence of device breakage ("metallic piece was present within the coils and had become detached from the extremity of the catheter when it was withdrawn by hand") in a female patient who had essure (batch no. A63349) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device insertion ("metallic piece was present within the coils and had become detached from the extremity of the catheter when it was withdrawn by hand"). The patient was treated with surgery (removal of device and manual ligation instead). Essure was removed. At the time of the report, the device breakage and complication of device insertion had resolved. The reporter provided no causality assessment for complication of device insertion and device breakage with essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 16-oct-2017 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed 1.806 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-oct-2017: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.